Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 around 1am in the hospital while wearing the lifevest. The patient reportedly did not feel well on (B)(6) 2019 around 11pm. The patient was reportedly walking down the stairs on (B)(6) 2019 with her daughter when the alarms began. The patient became unconscious. Review of the download data indicates that the patient entered svt at 170bpm on (B)(6) 2019 at 23:49:58. The patient's rhythm transitioned to nsvt at 210bpm and the lifevest delivered one shock that converted the nsvt to sinus bradycardia at 40bpm with hb transitioning to sinus tachycardia at 100bpm and nsvt. Approximately one minute following the first shock, the patient entered vt at 190bpm. The lifevest delivered a second shock that converted the arrhythmia to sinus bradycardia at 20bpm. Approximately three and a half minutes later, the patient's rhythm again transitioned to vt at 200bpm and the lifevest delivered a third shock. The patient's rhythm remained in vt at a slightly slower rate of 170bpm. A fourth shock was delivered approximately 30 seconds after the third shock that converted the arrhythmia to asystole. The patient remained in asystole until the electrode belt was disconnected at 1:11:00. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.